Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged stuck button alarm found on (B)(6) 2022. The device was received with unresponsive keypad. Unable to verify stuck button alarm and perform the self test, displacement test and keypad voltage test due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The device was cut open to perform visual inspection and found corrosion on the vibrator assembly/power connector. No corrosion or moisture damage found on the electrical board 1 and 2, force sensor and motor assembly noted. A test case was used and the original electrical board 1 and 2, internal battery and motor were installed. Powered the device on using the aa 1.5v battery. The pump was able to navigate the menu and continued testing and download. The pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Successfully downloaded history files and traces using thus. Pump error (stuck key alarm) was recorded and found in the formatted history file on the event date: may 28, 2022. 22:21:22.000, may 28, 2022. 22:31:07.000 may 28, 2022. 22:45:10.000. Pump error 61 (stuck key alarm) and unresponsive keypad were confirmed due to corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a keypad overlay peeling, a stained keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file and unresponsive keypad were confirmed. Pump error (stuck key alarm) and unresponsive keypad due to corroded keypad traces. During visual inspection, found corrosion on the vibrator assembly/power connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.